Manufacturer narrative:
Tech found that the brakes were not holding. Cause: the casters were worn out/old. Replaced the casters and brake hardware to resolve the issue. Stretcher was found in basement.

Event description:
Complaint alleged that the brakes were not holding.